Event description:
The customer used the suspect device to check their blodd glucose and obtained a result of 440 mg/dl. They dosed insulin and experienced signs of hypoglycemia. They retest and the result was 68 mg/dl. Emergerncy medical tech were called and their equipment read 27 mg/dl. They were treated with a 50/50 soultion. Controls were not used. The device was replaced and replaced and requested to be returned for evaluation.